Event description:
It was reported that during central processing, the cadiere forceps instrument had deep nicks in the shaft. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a scratched main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately up to 3mm-5mm in length and are not axially aligned with the tube axis. Some material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This issue can be resolved by using an alternate instrument to complete the procedure.